Manufacturer narrative:
As noted in the publication by j. Lee et al the cirse retrievable ivc filter registry: retrieval success rates in practice, cardiovascular and interventional radiology (2015); there were 12 cases of failed optease retrieval. In 4 of these cases the filter was mobilised with using a snare, in 3 the filter was removed using buddy-wire technique. In 2 cases a larger sheath was used. Reasons entered for failed filter retrieval included filter thrombus in 16 patients (31 % of failures), filter tilt and inability to grasp the filter hook in 11 (21 %), leg endothelialization preventing filter dislodgement in 17 (32 %), access routes thrombosed in 1 (2 %), a major complication occurring in 1 (2 %), and unspecified in 6 (12 %).the growth in ivc filter insertion has predominantly been due to the introduction of retrievable ivc filters. Cirse established a registry of retrievable filter use with the primary aim of determining the success of ivc filter retrieval and associated complications. A web-based electronic registry was devised and hosted on a website linked to the cirse website. Data entry was designed to occur at the date of ivc filter retrieval and data points included filter type, the indication for filter insertion, the access route used, the dwell time, ivc imaging before retrieval, retrieval success, any extra maneuvers required for retrieval, reasons for failed retrieval, complications, and anticoagulation status. The filter types used included the celect filter (cook medical) in 182 patients, the optease filter (cordis) in 161, aln (aln) in 120, gunther tulip (cook medical) in 98,g2 (bard) in 22, eclipse (bard) in 19, recovery (bard) in 13, option (angiotec) in 9, and 4 filter types were not recorded in the database. The access route included right internal jugular vein in 456 patients (73 %), right femoral vein in 150 (24 %), left common femoral vein in 13 (2 %), left internal jugular in 4 (0.5 %), and other insertion routes in 5 (0.5 %). At the time of filter retrieval, 141 patients (22 %) were on warfarin therapy, 172 patients (28 %) were receiving low molecular weight heparin, 44 (7 %) were receiving intravenous heparin, and 26 (4 %) were receiving other forms of anticoagulation. 219 (35 %) patients were not receiving any form of anticoagulation and there were 26 (4 %) entries with missing data points. Filters were successfully retrieved in 576 of 628 patients (92 %). The mean dwell time for filters successfully retrieved was 85 days (median 38) versus 145 days (median 68) for those patients whose filters could not be retrieved. Overall, 44 of the 576 successful retrievals required an extra maneuver (8 %), 16 remaining unspecified. In the failed filter retrieval group (52 patients), extra maneuvers were used in 9 patients in an attempt to remove filters, while 31 cases did not indicate whether extra maneuvers were required or not. Complaint conclusion: as noted in the publication by j. Lee et al the cirse retrievable ivc filter registry: retrieval success rates in practice, cardiovascular and interventional radiology (2015); there were 12 cases of failed optease retrieval. Where optease filters were difficult to retrieve, the mean dwell time was 34 days. In four of these cases the filter was mobilised using a snare, in three cases the filter was removed using buddy-wire technique and in two cases a larger sheath was used. Of all the filter types used (not specific to optease), failed filter retrieval was reportedly related to thrombus, filter tilt, inability to grasp the filter hook, leg endothelialization preventing filter dislodgement and access routes thrombosed. Access routes were noted to include right internal jugular vein, right femoral vein, left common femoral vein, left internal jugular or other. At the time of filter retrieval, patients were anti-coagulated using warfarin therapy, low molecular weight heparin, heparin, or other. 35 % of patients captured in the registry were not receiving any form of anticoagulation and 4 % of entries had missing data points. Of all the filter types used, filters were successfully retrieved in 576 of 628 patients. The devices were not returned for analysis, nor was a sterile lot number provided in order to conduct a device history review (DHR). Without return of the device or procedural films for review, the reported ¿filter ¿ withdrawal difficulty¿ could not be confirmed. The exact cause could not be determined. Based on the information available for review, procedural and/or patient factors may have contributed to the withdrawal difficulty of the optease filters. The IFU notes that the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Given the limited information available and without a DHR or device return, there is no indication that the reported withdrawal difficulty could be related to the design or manufacturing process of the device; therefore, no corrective action will be taken at this time. This regulatory report is related to MDR #'s 9616099-2015-00247, 9616099-2015-00249 and 9616099-2015-00251.

Event description:
As noted in the publication by j. Lee et al the cirse retrievable ivc filter registry: retrieval success rates in practice, cardiovascular and interventional radiology (2015); there were 12 cases of failed optease retrieval. In 4 of these cases the filter was mobilised with using a snare, in 3 the filter was removed using buddy-wire technique. In 2 cases a larger sheath was used. Cirse established a registry of retrievable filter use with the primary aim of determining the success of ivc filter retrieval and associated complications. Data entry was designed to occur at the date of ivc filter retrieval and data points included filter type, the indication for filter insertion, the access route used, the dwell time, ivc imaging before retrieval, retrieval success, any extra maneuvers required for retrieval, reasons for failed retrieval, complications, and anticoagulation status. The access route included right internal jugular vein in 456 patients (73 %), right femoral vein in 150 (24 %), left common femoral vein in 13 (2 %), left internal jugular in 4 (0.5 %), and other insertion routes in 5 (0.5 %).at the time of filter retrieval, 141 patients (22 %) were on warfarin therapy, 172 patients (28 %) were receiving low molecular weight heparin, 44 (7 %) were receiving intravenous heparin, and 26 (4 %) were receiving other forms of anticoagulation. 219 (35 %) patients were not receiving any form of anticoagulation and there were 26 (4 %) entries with missing data points. Overall, 44 of the 576 successful retrievals required an extra maneuver (8 %), 16 remaining unspecified. In the failed filter retrieval group (52 patients), extra maneuvers were used in 9 patients in an attempt to remove filters, while 31 cases did not indicate whether extra maneuvers were required or not.

Manufacturer narrative:
The device will not be returned for analysis and no sterile lot number was provided, therefore no product analysis will be completed. Additional information will be submitted within 30 days of receipt. This report is being submitted for multiple patients under one MDR.